Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 95 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The pump works as designed. A new reservoir was sent to the customer. No further information was provided.